Manufacturer narrative:
The shoulder pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the shoulder pack met all requirements for release. An image provided by the site revealed a damaged snap hook. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the shoulder pack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the hook on the strap of a shoulder pack was damaged. A provided picture appears to confirm the reported event. The shoulder pack was exchanged with no reported patient consequence. The site reported that the device had been discarded. No further information has been provided.